Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bd fss, stated this customer had requested a routine 2000-hour service with a arctic sun device loaner. Per review of wo evaluation on 25aug2025, mixing pump motor discovered during repair with a stripped-out mount thread in one of four mount holes. Two tank seals pulled free during repairs.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. Mixing pump motor discovered during repair with a stripped out mount thread in one of four mount holes. Replaced mixing pump motor. Two tank seals pulled free during repairs. A 2000-hour pm was completed on the device. Replaced tank seals. As part of the pm, serviced the circulation and mixing pumps, replaced heater, manifold o-rings, drain valves, double bend tube, and chiller evaporator outlet tube. Replaced control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bd fss, stated this customer had requested a routine 2000-hour service with a arctic sun device loaner. Per review of wo evaluation on 25aug2025, mixing pump motor discovered during repair with a stripped-out mount thread in one of four mount holes. Two tank seals pulled free during repairs.